Event description:
Pt had undergone a right nephrostomy for obstruction & fever followed by ureteroscopy for impacted right ureteral stone recently. Pt had an indwelling stent and nephrostomy tube, both to be removed. Upon removal of the indwelling stent, it was noticed that part of the upper coil was missing and left in the kidney. Repeated attempts were made to retrieve it but all failed.